Manufacturer narrative:
(B)(6). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(6). On startup the system indicated a defective bubble sensor - which is a required component, but customer decided to use the system for patient support. The unit was used without the flow bubble sensor although it is indicated in the IFU to only use the cardiohelp-I with activated arterial bubble monitoring. In addition, the IFU states a replacement unit should always be kept on standby. It can be concluded that the user was not following the IFU and accepted the additional risk to the patient by not monitoring the patient as instructed. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported the unit was turned on to use and a message read "art bubble sensor defective". The patient was unstable so support was initiated. The unit had no flow reading and no arterial bubble reading. Rebooting the unit was not an option due to patient instability. A loaner unit was requested and sent out for overnight delivery. Customer was reaching out to another cardiohelp customer to potentially borrow a flow/bubble sensor. The device was to be swapped for the loaner unit upon receipt. No reported patient effect. (B)(4).